Event description:
In 2008, this patient was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. In 2009, images were received by gore imaging services for possible proximal type I endoleak and possible type ii endoleak evaluation. Additional images received three months later, revealed a persistent proximal type I endoleak that persisted past 30 days. Further investigation is necessary.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.